Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of intraocular lens (iol) damaged by cartridge.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., and h.11. The monarch iii d cartridge was not returned. Only the associated lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. Both haptics were folded onto the anterior optic surface and adhered in dried solution. One haptic edge was torn into the material in the haptic/optic junction. The lens was cleaned with klrp for further evaluation. Both haptics released and relaxed into original position after removal of the dried solution. The optic edge was torn, split, and cracked on the anterior and posterior surfaces. Another area of the optic was cracked near the edge on the anterior and posterior surfaces. This damage may indicate a plunger over/underride occurred. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The returned associated lens was a qualified lens model and diopter. A qualified handpiece and viscoelastic were indicated. The root cause cannot be determined for the reported complaint. The monarch iii (d) cartridge was not returned for an evaluation. A root cause cannot be determined without physical examination of the product. The associated, qualified lens was returned with the haptics folded onto the optic, similar in appearance to being inside a cartridge. Haptic and optic damage were observed. This damage may indicate a plunger over/underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was placed into the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the monarch¿ cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).